Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaints: (B)(6). The histoacryl can't flow out when twisting off the ribbed tip of the cannula as usual. There is something white after polymerization. Surgeons have to cut the bottom of cannula by scissors.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4). Manufacturing site evaluation: samples received: none. Analysis and results: there is a previous complaint of this code batch. (B)(4). No samples have been received. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Without any samples a study cannot be performed to determine if the product fulfills the OEM requirements. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Please note that when no samples are received analyzing is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.